Manufacturer narrative:
Concomitant medical products: n infant cannula (catalog# 2411-03) (B)(4) a visual, functional and dimensional inspection of the device involved in the complaint could not be conducted since the device was not returned for evaluation. No photo available for review. The lot number reported belong to component number (B)(4) (smart concha no sterile), the lot number of finish good reported was not received. Based on this the device history record (DHR) of batch number 74b1600027 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. No corrective action can be established at this moment. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be updated.

Event description:
The customer alleges that the rt found the smart column filled to the top of the outlet with water. No report of patient injury or consequence.

Manufacturer narrative:
Concomitant medical products: n infant cannula (catalog# 2411-03). Qn#(B)(4). The sample was returned for evaluation. Valve testing was performed. All three check valves on the returned sample were inspected and function smoothly. The upper two valves were removed for inspection and found to be clean and free of flash or debris. Column flooding testing was also performed. The returned column was examined and placed on a neptune with the same flow rates and comfort flo set up. The system was set up at 8lpm with the infant cannula as suggested in the complaint. Numerous times the nares were fully occluded backing pressure up in the water bottle until the relief valve opened and then released the nares. This is the maximum (worst case) pressure the system could have been exposed to at this flow rate and the check valves operated normally equalizing the pressure with a water level increase in the column but nowhere near the top of the column. Successive disconnects also did not result in excessive water rise or spill over into circuit. Based on the investigation performed, the reported complaint could not be confirmed. The cannula was fully occluded and released back to 8lpm, and then slowly titrated from 8lpm to 0lpm, which got the water level to the edge of the port but did not flood the column.

Event description:
The customer alleges that the rt found the smart column filled to the top of the outlet with water. No report of patient injury or consequence.